Event description:
During a call for draining slowly, the contact for this peritoneal dialysis (pd) patient reported that the patient was going to have hernia testing. The patient had been experiencing drain pain for several days. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had a pre-existing umbilical hernia prior to the start of pd therapy. Pd therapy was initiated on (B)(6) 2020. The hernia is being monitored by a vascular specialist. The drain pain was caused by a malpositioned pd catheter which was revised.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a call for draining slowly, the contact for this peritoneal dialysis (pd) patient reported that the patient was going to have hernia testing. The patient had been experiencing drain pain for several days. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had a pre-existing umbilical hernia prior to the start of pd therapy. Pd therapy was initiated on 19/aug/2020. The hernia is being monitored by a vascular specialist. The drain pain was caused by a malpositioned pd catheter which was revised.

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a call for draining slowly, the contact for this peritoneal dialysis (pd) patient reported that the patient was going to have hernia testing. The patient had been experiencing drain pain for several days. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had a pre-existing umbilical hernia prior to the start of pd therapy. Pd therapy was initiated on (B)(6) 2020. The hernia is being monitored by a vascular specialist. The drain pain was caused by a malpositioned pd catheter which was revised.